Manufacturer narrative:
4581: significant reduction of iridocorneal angles. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5 12.6 implantable collamer lens -14.00/+3.0/077 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The lens was reported as having excessive vaulting, significant reduction of iridocorneal angles, elevated iop. On (B)(6) 2024 the lens was replaced with a smaller length lens. Problem resolved.